Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code, malf 16. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, but the malfunction recurred. Consequently, they arranged to send a replacement pump with updated software and instructed the customer on how to store the old pump and return it to tandem. The customer was advised on backup insulin therapy and the steps to follow upon receiving the replacement pump, which did not require a signature upon delivery.